Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: why is the surgeon uncertain about the anastomosis not holding? The anastomosis is ok ¿ patient will leave the hospital soon. How was the fever treated? Was there any medical or surgical treatment provided? I don¿t know. Does the surgeon believe that there was an alleged deficiency of the cdh29b which caused or contributed to the reported event? Yes. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon used the cdh29b and there were problems. He sincerely hopes that the anastomosis will hold. Procedure colectomy with j pouch condition after mobus chron. The patient developed fever on postoperative day and showed elevated inflammatory parameters. She was not operated again. Condition yesterday: good.

Manufacturer narrative:
(B)(4). Date sent: 07/07/2022.

Manufacturer narrative:
(B)(4). Date sent: 07/26/0022. D4: batch # 316a98. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device was received inside the sterile package and with no apparent damage. The package was opened and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.